Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level (value not provided). Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.